Event description:
It was reported that a patient presented for surgical intervention due to valvular regurgitation noted at the lead site. The lead was explanted on 18 dec 2023. The patient was stable throughout.